Manufacturer narrative:
(B)(4).

Event description:
It was reported that "found leak in the catheter caused blood and secretion in the he drive line" . Additional information received states that to continue therapy another catheter was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "recovering".

Event description:
It was reported that "found leak in the catheter caused blood and secretion in the he drive line" . Additional information received states that to continue therapy another catheter was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "recovering".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged, the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.7cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 48.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 48.9cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "found leak in the catheter caused blood and secretion in the he drive line" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen could result in blood entering the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). The reported complaint for "found leak in the catheter caused blood and secretion in the he drive line" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Section d.4. Unique identifier (UDI)# corrected from (B)(4) corrected data:

Event description:
It was reported that "found leak in the catheter caused blood and secretion in the he drive line" . Additional information received states that to continue therapy another catheter was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "recovering".